Manufacturer narrative:
It was reported that in the middle of ablation, the temperature reading on the smartablate® generator began to climb rapidly, hitting the maximum temperature cut-off of 40 degrees, before the smartablate® generator cut-off ablation. The caller noted that there were no errors displayed at the time. The thermocool smarttouch sf catheter was removed from the body, and the caller confirmed that there was no char present on the tip of the thermocool smarttouch sf catheter. When flushing the thermocool smarttouch sf catheter, the irrigation holes on the tip of the thermocool smarttouch sf catheter were not "spraying" properly, and the solution was only "dribbling out" of the tip. The thermocool smarttouch sf catheter was replaced and the issues were resolved. The procedure continued. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, temperature and impedance and irrigation tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly. No irrigation issues were observed. Temperature and impedance test was performed, and the device was found working correctly, no obstructed irrigation holes were observed. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The high temperature and irrigation issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: when radio frequency (rf) current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. Flush the catheter with heparinized saline prior to insertion into the body. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and irrigation was not ¿spraying¿ properly. It was reported that in the middle of ablation, the temperature reading on the smartablate® generator began to climb rapidly, hitting the maximum temperature cut-off of 40 degrees, before the smartablate® generator cut-off ablation. The caller noted that there were no errors displayed at the time. The thermocool smarttouch sf catheter was removed from the body, and the caller confirmed that there was no char present on the tip of the thermocool smarttouch sf catheter. When flushing the thermocool smarttouch sf catheter, the irrigation holes on the tip of the thermocool smarttouch sf catheter were not "spraying" properly, and the solution was only "dribbling out" of the tip. The thermocool smarttouch sf catheter was replaced and the issues were resolved. The procedure continued. There was no patient consequence.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 21-apr-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).